Event description:
It was reported that the tandem-provided usb cable was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer was able to successfully charge the pump with a secondary usb cable. In addition, the pump battery depleted quickly. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.